Event description:
Endo gia stapler failed to fire. The device and staple load were saved and turned into the appropriate hospital department to complete FDA report. No harm to patient, physical or otherwise.